Event description:
In 2004 - a dental implant was placed in tooth location #30. Subsequently, the patient complained of paresthesia (numbness). Seven days later - the implant was removed. More than 3 weeks later - the clinician indicated the paresthesia (numbness) has gradually diminished until almost gone.